Manufacturer narrative:
The device was returned and an investigation was completed. The data logs confirmed low purge pressure. The rt log revealed that purge pressure rose above 1000mmhg and then suddenly dropped close to 0mmhg prior to the purge pressure low alarm. The purge flow was close to 0ml/hr prior to the alarm and then spiked to 30ml/hr after the alarm. A visual inspection of the pump revealed a crack in the yellow luer. Therefore, the root cause of the purge leak was a damaged sidearm yellow luer due to the use of bicarbonate in the purge solution. The data logs also confirmed high purge pressure later in the case. A visual inspection of the pump revealed a kink in the catheter. Upon conclusion of the investigation, the root cause of the high purge pressure was a kink in the purge line. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. During support, a high purge flow was observed coinciding with a fluid leak from a crack in the yellow luer connection. A purge bypass was completed to resolve the leak; however, a high purge pressure alarm was noted the following day. The pump was subsequently explanted as a result of the noted issue.